Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient tripped and fell and was brought to the ER on (B)(6) 2015. On (B)(6) 2015, the patient was found to have a brain hemorrhage and was taken to the or for a drain placement. On (B)(6) 2015, the patient was taken to the or again for an additional drain placement. The patient¿s anticoagulation medication was stopped during this period of time. The patient then experienced an embolic cerebral vascular accident (cva) and also started having low flow alarms while off of the anticoagulation. The patient was started on a heparin drip for the cva. After being on the heparin drip, the patient was found to have a retroperitoneal bleed. She remains inpatient, and all of the drains were taken out. It was also reported that the health professional did not feel that there was a device related issue that caused the fall, the patient ¿tripped and fell¿. It was reported that the patient subsequently expired on (B)(6) 2015 with the cause of death noted as ¿neurological¿.

Manufacturer narrative:
Approximate age of device ¿ 4 months.it was reported that the pump would not be returned to the manufacturer for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.